Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 14587394/14453867.

Event description:
It was reported that the patient underwent an explant procedure due to pain at the pocket site. The patient was doing well postoperatively. The explanted ipg and leads will not be returned.